Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 231 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no moisture damage or corroded keypad traces noted; however connector was found unlocked during visual inspection. No unresponsive buttons noted. All functioned properly. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.